Event description:
Procedure: ureteroscopy with laser lithotripsy, left; cystoscopy with stent removal/replacement, left during the laser lithotripsy procedure, doctor verbalized that the laser fiber 200, "fractured at the distal end of the fiber wire". As a result of the fracture, the single use, ureteroscope could no longer be used. The surgeon stated that he was able to retrieve all pieces of the laser fiber. The procedure was not complete so an additional fiber wire and ureteroscope was opened (same size for both items). Procedure finished without injury to the patient.